Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/02/2017 with the following findings: during investigation, the black box showed multiple cs 162 loss of prime warnings occurred during a low force. The battery compartment was found to be cracked. The returned battery cap can fit. The ez prime steps were performed correctly with no cs 162 alarms during investigation. The ¿loss of prime¿ complaint was unable to be duplicated. The pump¿s cover was removed and there was no intermittent condition found to the fs circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
Upon clarification, the reporter indicated that they received a loss of prime alarm.